Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device could not be interrogated. The issue was discovered after lack of remote transmissions. In clinic interrogation failed. Premature battery depletion was suspected. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of no communication was confirmed and was due to a low battery voltage. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.